Event description:
The customer reported erroneous and invalid results for abo bloodgrouping with erytype s ab0+d single on tango. It seemed that a microplate erytype s rh+k had been used in place of a erytype s ab0+d single. The customer didn't send us back any complained sample. Therefore, the retention sample of quality control laboratory was proved for correct labeling and configuration. All plates were correct. Checking of the quality control laboratory confirmed the correct configuration of the affected lot of erytype s ab0+d single. A review of the batch record documentation gives no hints to any irregularities which might have affected negatively the quality of the complained lot.